Event description:
It was initially reported that the zimmer air dermatome ii handpiece was not working. Additional clinical follow up determined the issue occurred prior to surgery and there was no patient harm or delay reported. Additionally, the device will be reviewed for possible bubbling/blistering of the surface coating.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 04/13/2013 and has no repair history at zimmer surgical. The reported event was not reproduced during testing as the device operated as intended. Further evaluation revealed bubbling / blistering of the head and handpiece housing, rendering the device non-repairable. A cause of the reported event could not be determined as it was not reproduced during testing. The device has not been returned to the customer.